Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), lot: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55 , serial: (B)(4), lot: (B)(4). Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(4), lot: (B)(4).

Event description:
It was reported that the terminally ill patient experienced skin breakdown at the burr hole site which created an infection. The physician assessed the infection was also due to the patients illness and therefore, elected to explant the deep brain stimulation system and administer antibiotics. There were no reported complications postoperatively. There were no issues with the devices, as such, the devices were retained by the medical facility.